Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus was out of calibration. The connection between xy printed circuit board (pcb) and overlay was cleaned and reseated . The system fan was noisy. The hard drive was reimaged and the software updated and reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate. The stylus was changed out and the disk was used to calibrate but this failed to resolve the issue. The programmer was returned for service. There was no patient involvement.